Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the issue was presumed to be water leakage caused by damage to the ultrasonic probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the bronchofibervideoscope displayed error code message e216 (scope communication error) and error code message e315 (non-compatible endoscope). No patients were involved.